Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's pump had an alarm going off and the pump was subsequently stopped. Per reporter, the alarm was regarding the pump being disabled. Per reporter, troubleshooting was performed and subsequently the no disposable alarm occurred. Res vol 10.2 ml, rate 2.0 ml/hour, volume given 81.8 ml. Event occurred while use with patient at hospital. No patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.